Event description:
A report was received that the patient was having issues with the ipg site. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having issues with the ipg site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient was having pain at the pocket site. The patient had lost weight since implant and the ipg had shifted as confirmed by x-ray. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.